Manufacturer narrative:
H6 ¿ additional method code: (4114) device not returned. Investigation ¿ evaluation . (B)(6) hospital in the (B)(6) informed cook that an ultrathane mac-loc locking loop multipurpose drainage catheter leaked at the hub during an abscess drainage procedure. The device was placed in the abdomen over a wire guide, and the failure was noticed upon insertion. The patient did not require intervention or additional procedures, and no section of the device remained in their body. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. The risk specifications covering mac-loc drainage catheters includes hub separation as a potential failure mode. The identified risk controls include the manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. Inspection activities are currently in place to prevent the release of nonconforming product related to the reported failure mode. The instructions for use (IFU) packaged with the device was reviewed for relevant information on the reported failure mode. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. The device history record (DHR) was reviewed. The final lot revealed no related nonconformances. A complaints database search was conducted for the final lot and no additional complaints were revealed. The torque driver used to manufacture this lot was issued a calibration failure notice after the manufacture date. A process event nonconformance (pen) evaluation was initiated. The complaint lot is within the scope of this pen and the pen will assess the risk of products remaining in house or distributed to the field. Based on the lack of a returned device, cook was unable to conclude that the complaint device was nonconforming. As there were no additional complaints or related nonconformances on the lot, there is currently no evidence of nonconforming material in house or in the field. Based on the information provided, no returned product for visual inspection, and results of the investigation, cook concluded the cause of this complaint is component failure without design or manufacturing deficiency. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required an ultrathane mac-loc locking loop multipurpose drainage catheter for abdominal abscess drainage. On insertion, air leakage was noted at the connection between catheter and mac-loc. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.